Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the device was used with a (B)(6) year-old patient who reportedly pulled on his tracheostomy tube. The device became wedged in the patient's stoma and an emergency tracheostomy tube change was required as the patient's airway became obstructed. No incident related medical sequela was reported.